Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. During inspection of the x-am, fse observed dried serum/reagent on the tip clamp and tip clamp sleeve in position #10. Fse replaced the lld spring, tip clamp and tip clamp sleeve to correct the problem. Repairs were successfully verified. The instrument was tested without further problem and returned to expected operation.